Manufacturer narrative:
Additional information: a1, b5, b1, h1 and h10. B5: upon follow-up, it was reported that the patient experienced heavy protein loss and not peritonitis as previously stated. Based on additional information received, the baxter unknown disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. Action with pd therapy was not reported. No additional information is available.